Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, found the following: due to wear of the lock engagement lever the up/down knob could not be locked securely, the elevator channel plug, the adhesive on the bending section cover rubber was detached, the connecting tube had coating peeling, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and the ultrasound probe was confirmed. The cause of the gap between the acoustic lens and the ultrasound probe was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.